Event description:
It was reported that the device would not complete the boot up cycle. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found that it would not operate on ac or dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the cause for the malfunction to be a shorted capacitor, designator c57.